Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8292791. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-10-19. Medical device lot #: 8292792. Medical device expiration date: 2019-10-31. Device manufacture date: 2018-10-19. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube clotted even after arriving 30 minutes post collection. The following was reported, "event description per customer's email states, 'we are seeing more than usual sst tubes not clotting properly, even after arriving in the sunnybrook laboratory 30 mins post collection. Same thing seen at the hospital laboratory. This is causing a lot of issues on the chemistry analyzer e.g. Clogging sample probes and possibly affecting patient testing. The lot numbers of the sst tubes used at the hospital (wch) are 8292791 and 8292792, both expiring 2019.10.31. Xxxx and I , have requested that the sst tubes sit for an extra 15 mins before centrifuging, to allow for full clot retraction. We will monitor this for the next few days to see if there¿s any improvement. In the meantime, could you check at your end if there is an issue with these lot numbers of sst tubes."

Event description:
It was reported that a bd vacutainer® sst¿ blood collection tube clotted even after arriving 30 minutes post collection. The following was reported, "event description per customer's email states, 'we are seeing more than usual sst tubes not clotting properly, even after arriving in the (B)(6) laboratory 30 mins post collection. Same thing seen at the hospital laboratory. This is causing a lot of issues on the chemistry analyzer e.g., clogging sample probes and possibly affecting patient testing. The lot numbers of the sst tubes used at the hospital (wch) are 8292791 and 8292792, both expiring 2019.10.31. Xxxx and I , have requested that the sst tubes sit for an extra 15 mins before centrifuging, to allow for full clot retraction. We will monitor this for the next few days to see if there¿s any improvement. In the meantime, could you check at your end if there is an issue with these lot numbers of sst tubes."

Manufacturer narrative:
Investigation summary: "bd received samples from the customer facility for investigation. The samples were evaluated and all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Some patient conditions may require extended clotting time. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube." Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.